Event description:
It was reported that during a percutaneous intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous shunt. The 4.0 x40 mustang balloon catheter was inflated to 24atms for three inflations and ruptured on the 3rd inflation at 24atms. The procedure was completed with this device. The device was removed intact. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous intervention procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous shunt. The 4.0 x 40 mustang balloon catheter was inflated to 24atms for three inflations and ruptured on the 3rd inflation at 24atms. The procedure was completed with this device. The device was removed intact. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: device analysis determined that the condition of the returned device was consistent with the complaint incident. Initial examination noted that the balloon material was fully deflated. A visual and tactile examination of the shaft of the device noted no anomalies. An attempt to inflate the balloon material to its rated burst pressure failed due to a pinhole located approximately 20mm proximal to the distal transition zone. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).